Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was not exposed to any unusual emi. The patient received a bipap machine recently. A device software download was performed successfully.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis found corrupted eprom which resulted in backup vvi operation. Ceramic capacitor c3 was found to be leaky and was suspected to be the cause of the high current drain.

Event description:
New information on 2/16/2016 stated that the device was explanted and replaced. The patient was in stable condition.